Event description:
Received information regarding the luer lock disconnecting from the infusion set. There was no reported impact to customer's blood glucose level.

Manufacturer narrative:
No product returned for evaluation. Should new information become available, a follow up supplemental report will be submitted.